Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Tandem technical support review data pump logs and discovered customer used cartridge past labeling. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.